Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for a system implant, the suture sleeve broke when it was being tied down. The sleeve was repaired with a lead repair kit and the lead tested fine after implant. The patient was doing well and will continue to be monitored.